Event description:
It was reported that the device was at recommended replacement time (rrt) due to increased battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) was due to high battery impedance logged on 24 jun 2011 prior to explant. The (B)(4) version 8 was installed 20 jun 2011. The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.